Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that the suture was easily broken while tying a knot. There were no adverse consequences to the patient. No additional information is available.